Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during the flush. The following information was provided by the initial reporter: "defective items do not allow you to flush forward."

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during the flush. The following information was provided by the initial reporter: "defective items do not allow you to flush forward."

Manufacturer narrative:
Investigation summary : no product or photo was returned by the customer. It was reported that item is defective and does not allow you to flush forward. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20046540 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.